Event description:
IV attempt to right ac [antecubital]. The routine was completed per the mifu [manufacturer instructions for use], but once the IV was in approximately 2-3 mm there was a flash and the needle self-retracted. The end of the IV was noted to be frayed.